Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The following information was reported by a customer on voluntary medwatch report number (B)(4): the customer stated that she has had four insulin pumps replaced in less than six months, all due to different issues. The customer stated that the most recent replacement was due to a frozen screen that could not be fixed, which caused the insulin pump not to deliver insulin. The customer felt that the products have not been regulated properly, and have the potential to kill people. The customer stated that she doesn't mistreat the device or expose it to high magnetic fields. The customer stated that she can go into diabetic ketoacidosis within hours of not getting insulin, and was very concerned due to all of the problems she's had. Nothing further was reported.